Manufacturer narrative:
(B)(4). The device was not returned to physio-control for an evaluation. The customer advised physio that new batteries were placed in their device and normal operation was observed. The cause for the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated this device and verified the reported issue. Physio determined the cause of the reported issue to be the system pcb assembly. Physio replaced the system pcb assembly to resolve the reported issue and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.